Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer had a reservoir leak. Customer also reported a motor error alarm occurring. The customer reported seeing insulin leak out from their reservoir compartment when removing their reservoir from the insulin pump. Customer's blood glucose was 153 mg/dl. The customer stated there was no cracks present and all components were present on the insulin pump. Customer was advised to return their reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-93948.